Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was running short on his material because he was unable to fill the reservoir with more insulin for the next three days. He was running out of insulin. Customer's blood glucose level was over 400 mg/dl. The device was not returned.